Event description:
It was reported that there were alerts triggered multiple times over the past few months due to sudden multi-lead low impedance measurements. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4574 lead, implanted: (B)(6) 2008; 6947 lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared.